Manufacturer narrative:
The reported complaint of the ability to reproduce an alarm when on battery by manually maneuvering the black rubber bend relief on the controller cable can be confirmed based on the investigation findings from the returned system controller. Dissection of the black power lead revealed a broken wire used to monitor the battery voltage level. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt received alarms while maneuvering the black stain relief. The system controller was exchanged and the event was resolved.